Event description:
While inserting the iab through the sheath, blood entered the innner lumen and the inner lumen and the iab was removed. Event complications: unk -reported 12/4/96. Pt's current status: unk -reported 12/4/96.

Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 4/25/97. Device label code for f10. Position 1: 1738. Evaluation summary: the iab was received intact for evaluation with the balloon completely unfolded. Laboratory examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chamber having a 75mmgh back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the system 90 iabp in the laboratory. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 an d160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: it was not possible to determine the cause of the reported difficulty based on the event description and examination. Is it possible that the user perceived blood within the inner lumen as blood within the membrane? Blood noted entering the inner lumen during iab insertion is a normal occurrence and not a product defect. The inner lumen can be used to obtain an arterial waveform during iabp.